Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device was in good physical condition. Three separated delivery tests were performed. The pump was slightly over-delivering but within the published +/-6% specification. The results were 3.27%, 3.32% and 3.69%. Customer's reported problem " failed accuracy test -6.15% " was not duplicated. The root cause was unknown. Pump's expulsor was trimmed in order to bring the delivery into more nominal of a range and fix customer's reported problem, also bring pump into full functionality. Device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed the accuracy test at -6.15%. There was no patient involvement, and no patient harm/adverse event reported.